Manufacturer narrative:
(B)(4). D10 unknown head. Unknown liner. Unknown stem. G2: foreign ¿ brazil. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 11 years post implantation due to pain and loosening of the acetabular component. Follow-ups to gather additional information are currently in process.